Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m plus blood collection tubes there was an issue with over filling. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: over filling sodium citrate tubes.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m plus blood collection tubes there was an issue with over filling. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: over filling sodium citrate tubes.